Event description:
Per the audiologist, in 2008, the pt reported a loud bang while using the cochlear implant system. Results of an integrity test done in the same month, showed normal receiver/stimulator function with unusual output on all electrodes in common ground. Reprogramming the sound processor resolved the symptoms. Three months later, the pt once again reported the same symptoms. Reprogramming the sound processor did not alleviate the problem. The pt discontinued using the device due to pain and non-auditory stimulation. A repeated integrity test showed normal receiver/stimulator function with abnormal output on all electrodes in common ground. Reimplantation was recommended. The pt's device was explanted the following month, and a new device was reimplanted during the same surgery.